Manufacturer narrative:
A visual inspection did not identify signs of damage or manufacturing defects. The syringe was filled with fluid and subjected to pressure testing; no leakage was identified beyond the plunger throughout testing. It was not possible to confirm the root cause of the reported issue in this instance. Testing did not identify any product defects or quality deviations.

Event description:
Feedback suggests that a leakage occurred whilst filling the syringe with chemotherapy.

Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is my8060. The 510k number provided is for the domestic similar product. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Feedback suggests that a leakage occurred whilst filling the syringe with chemotherapy. From the reported information some of the chemotherapy went on the nurses arm, however no serious injury reported and no injury to patient.